Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent teflon pad damages. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
Olympus was informed that during a right nephrectomy radical procedure the teflon plate burned off and partially detached exposing metal. There was no device fragment that fell inside the patient. The event occurred while the doctor was using cut/seal function of the device while approximately thirty (30) minutes into the procedure. The device was inspected prior to use and no abnormalities were found. There was no medical or surgical intervention needed. The intended procedure was completed using another thunderbeat device. No patient injury was reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed that the teflon pad was found split and partially separated exposing metal. The distal end of the probe unit was inspected using a microscope and no visual damage was found. Probe and jaw was misaligned.